Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: during investigation, there were scratches on the display lens. The battery compartment leak with evidence of moisture inside all internal pump: moisture corrosion on all boards, in battery compartment. Moisture on display. Due moisture blank display at power up with audible and vibe. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.